Event description:
The facility reported a colleague infusion pump with a battery issue to baxter (B)(4). It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter (B)(4) technical services because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main battery and battery harness were replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error. This issue is being investigated through CAPA.